Event description:
International affiliate reported that pt presented seven days following surgery with surgical site infection described as redness and drainage. No site cultures were taken. Patient was prescribed antibiotics and provided topical wound care.